Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing, the pacing capture threshold in the rv (right ventricle) was elevated, and a r-wave amplitude measurement issue.

Event description:
It was reported that one day post implant, during a post-operative check, the right ventricular (rv) lead exhibited a decrease in impedance and failure to capture. A lead perforation was suspected and an echocardiography (ECG) was performed. It appeared the lead had dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.